Event description:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported), due to unspecific medical reasons.

Manufacturer narrative:
This report is submitted on september 18, 2023.